Manufacturer narrative:
Findings: the insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test or verify operating currents due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label, cracked reservoir tube lip, cracked case, cracked at the reservoir tube window corners and cracked reservoir tube window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 85mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus. The customer stated that the drive support cap was normal and that the insulin pump was exposed to a airport body scanner and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.